Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and urethral hypermobility. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain as well as severe vaginal bleeding, severe urinary retention; urgency and frequency of urination; excruciating pain during intercourse; recurrent vaginal and urinary tract infections; and sharp abdominal pain, physical pain and discomfort. It was reported that patient underwent emergency surgery for uterine bleeding on (B)(6) 2009. No additional information was provided. (B)(4).